Event description:
It was reported that the catheter had a hole. Follow up with the customer, indicated that the hole was about 1/2 to 2 inches at the distal end of the catheter. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the catheter was found to have a split in the catheter body 0.085 inches long at the distal edge of the (middle form) (thermal filament area). The tubing split entered the inflation lumen and the balloon would not maintain inflation.